Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were still having leakage. Patient went to health care professional (hcp) to try different programs on (B)(6) 2016 and they set it to 3.5v. It was not giving good control and was suggested to increase the amplitude, they increased too much. They had pain in left side of vaginal area and heavy sensation. Patient reported the discomfort sensation. Patient consulted with nurse and changed the program to 2 with amplitude at 3.4 for 7 days. On (B)(6), patient had bad leak all day every time and went to hcp to change pad. They fixed it up and increased it to 3.9 with program at 2, it was giving the good frequency. Patient had bad control for urination as it started before getting underwear down, sometimes had to change clothes, this afternoon hooked it up again and increased to amplitude to 4.5. Patient wanted to known how do they know if amplitude comes up and goes down. Follow-up information was received as patient had some improvement in bathroom leakage. Patient changed the program and amplitude and was trying to find the best fit. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastorintestinal/pelvic floor.

Event description:
Additional information received as patient reported still having lots of leakage. Patient mentioned that it was hurting in the vulva area and it was like a dull ache. Patient was currently in program 3 at 3.5v to 4.2v. Patient told to the physician about that and it was told to them that symptoms would go away but it did not go away.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.